Event description:
An international customer ((B)(6)) reported that during a posterior occipital-cervical surgery, the doctor attempted to tighten the set screws which secure the rod within the saddles of the avalon plate. Each time, the set screws popped up and would not completely lock the rod into position and eliminate motion. After explanting the first plate, the surgeon attempted another plate and experienced the same type of occurrence. Removal and replacement of the occipital plates extended the case over 30 minutes.

Manufacturer narrative:
The second occipital plate assembly installed and removed during the case was (B)(4), lot 6815102 manufactured on 4/8/2013. An evaluation of both returned occipital plate assemblies revealed no manufacturing, processing or design related irregularities. The implants were found to be properly manufactured and released in accordance with the device master record. It appears that the set screw was not initially aligned axially to the rotating body of the avalon plate, causing the second thread up from the distal (bottom) end of the set screw to dig in under the proximal (top) thread of the body. Basically, one side of the set screw had the second thread engaged while the other side was trying to engage the first thread. The solanas avalon posterior oct fixation system facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. Device implants include a range of sizes of bone screws, hooks, rods, plates, and bridge assemblies to provide the versatility required for the specific conditions listed in the indications section. The components in the solanas system can be linked to the components in the zodiac® polyaxial spinal fixation system offered by alphatec spine using the axial rod connectors, parallel rod connectors or transitional rods. The implants are manufactured from surgical grade commercially pure titanium (conforming to astm f67) or titanium alloy (conforming to astm f136) with an electrolytic conversion coating. When used in the occipito-cervico-thoracic spine, the solanas avalon posterior oct fixation system may be used from the occiput to t3. It is intended that the implants be removed after successful fusion.